Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an unsatisfactory experience with their device. The patient had the device for over a year but felt a burning sensation and had the device and lead removed.